Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during cycle 1 of 4. The patient's drain volume was 4737ml, which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the patient's nurse one month later. According to the nurse, per the patient's chart, the patient reported feeling overfilled on the same day of the occurrence and the patient used manual supplies the next day. The nurse is not sure where in therapy the patient had symptoms. Furthermore, the nurse stated it is possible the patient could have connected before connect yourself or pressed go prior to closing clamps. The nurse stated they recently did a training with the patient. The nurse stated that the patient has received a new cycler and has not had any problems since. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the homechoice cycler was evaluated in pal. During evaluation, one instance of iipv was revealed in the device log (occurred in 2009 in cycle 1 of 4 / drain volume = 4737 ml). Based on the evaluation the most probable cause was insufficient drain/false empty detect at initial drain & at previous therapy last drain. The device will be sent to service area for servicing. CAPA is currently open for the reportable malfunction of iipv/over-delivery.